Event description:
It was reported that the pump showed error code 1210. There was patient involvement but no injury.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a main board. The main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.